Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Review of literature article, "do stem taper microgrooves influence taper corrosion in total hip arthroplasty? A matched cohort retrieval study", by christina m. Arnholt, ms, daniel w. Macdonald, ms, richard j. Underwood, phd, eric p. Guyer, phd, clare m. Rimnac, phd, steven m. Kurtz, phd, et. Al, published in the journal of arthroplasty 32 (2017) 1363-1373. Study involved 120 retrieved femoral head/stem pairs, divided into two cohorts of sixty each, based on stem taper morphology--whether the taper was micro-grooved or smooth. The study involved revised total hip replacements that utilized metal heads mated with polyethylene liners. The stems were all non-modular, monolithic designed. The study provided no specific product information for the femoral heads, beyond diameter and that they were of the same manufacturer as the stem. No manufacturer or product information was provided for the cup and liner. The stems were reported by case number, so each depuy hip is reported individually. Microgrooved stem taper cohort: case 3, implanted for 1.00 years, (B)(6) at implantation, female, bmi (B)(6) kg/m2, revised for loosening, manufacturer: depuy, femoral head size 36 mm, stem type: tri-lock.